Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR: 2134265-2014-01766; 2134265-2014-01829. It was reported that automatic pullback failure occurred. A 120v ilab cart ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. During the procedure, the physician tested the motor drive in attempt to perform pullback but automatic pullback failed. The procedure was completed by manual pullback. No patient complications were reported and the status of the patient is fine.